Manufacturer narrative:
Corrective data: initial report should read 10/11/2017. Follow up 1 should read 10/12/2017.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2017. During a subsequent phone call the nurse, the nurse reported that the patient was asymptomatic aside from hazy peritoneal effluent. The nurse also reported the patient culture results yielded gram positive cocci (exact organism still unknown). The patient is currently receiving ceftazidime and vancomycin intraperitoneally. The patient is continuing peritoneal dialysis therapy, unchanged. The patient dob is (B)(6). The patient has a past medical history significant for diabetes mellitus type ii, anemia, seizures, hypertension and secondary hyperparathyroidism.

Manufacturer narrative:
Corrective data: an sap search conducted on 3/7/2018 found the cassette product at the time of the event ((B)(6) 2017) to be: 050-87216. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2017. During a subsequent phone call the nurse, the nurse reported that the patient was asymptomatic aside from hazy peritoneal effluent. The nurse also reported the patient culture results yielded gram positive cocci (exact organism still unknown). The patient is currently receiving ceftazidime and vancomycin intraperitoneally. The patient is continuing peritoneal dialysis therapy, unchanged. The patient dob is (B)(6). The patient has a past medical history significant for diabetes mellitus type ii, anemia, seizures, hypertension and secondary hyperparathyroidism.

Manufacturer narrative:
Although a temporal relationship exists between the liberty cycler and the reported adverse event of peritonitis, there is no documentation showing a causal relationship between the liberty cycler and the adverse event of peritonitis. Additionally, there is no allegation against any fresenius products and the adverse event. It remains unclear if patient was utilizing any fresenius products during hospitalization. There is however a probable association between the reported peritonitis and a possible breach in aseptic technique during pd therapy given the patients organism cultured was a gram positive cocci.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2017. During a subsequent phone call the nurse, the nurse reported that the patient was asymptomatic aside from hazy peritoneal effluent. The nurse also reported the patient culture results yielded gram positive cocci (exact organism still unknown). The patient is currently receiving ceftazidime and vancomycin intraperitoneally. The patient is continuing peritoneal dialysis therapy, unchanged. The patient dob is (B)(6). The patient has a past medical history significant for diabetes mellitus type ii, anemia, seizures, hypertension and secondary hyperparathyroidism.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis on (B)(6) 2017. During a subsequent phone call the nurse, the nurse reported that the patient was asymptomatic aside from hazy peritoneal effluent. The nurse also reported the patient culture results yielded gram positive cocci (exact organism still unknown). The patient is currently receiving ceftazidime and vancomycin intraperitoneally. The patient is continuing peritoneal dialysis therapy, unchanged. The patient dob is (B)(6). The patient has a past medical history significant for diabetes mellitus type ii, anemia, seizures, hypertension and secondary hyperparathyroidism.